Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with pulse generator in backup vvimode. On (B)(6) 2015 the patient presented to the hospital, the device was explanted and replaced successfully. No adverse consequences to the patient and was stable post procedure.